Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent an ablation procedure on (B)(6) 2019. After the procedure, the pacemaker exhibited an unexpected atrial channel polarity change. The polarity change was thought to be due to the ablation procedure and the pacemaker was reset to its intended settings. On (B)(6) 2019, the pacemaker was scheduled to send a data transmission via a transmitter, however, it exhibited a send error. The patient was asked to transmit the data again manually but was also unsuccessful. On (B)(6) 2019, the patient was given a new transmitter to use and a manual data transmission was attempted. The pacemaker still exhibited a send error. The patient then presented to the hospital for further troubleshooting. Upon interrogation of the pacemaker, it exhibited an "invalid parameter was detected" alert. It was then reprogrammed to its original settings. The device was tested and no further issues were observed. No adverse event to the patient was reported and the patient was reported to be in stable condition.